Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced wide fluctuations in blood glucose with recurrent highs and lows while self-managing without formal training, including using meal announcements as corrections, over-treating hypoglycemia with excessive carbohydrates, and perceiving the device¿s correction algorithm as overcorrecting. Symptoms included hyperglycemia up to 380 mg/dl and hypoglycemia down to 53 mg/dl. Outcomes included cumulative time high for approximately four hours and low for approximately one hour, with oral glucose used to treat lows and no medical intervention or ketone testing. Investigation included troubleshooting and education on meal announcements, treatment of lows, and correction algorithm behavior, and outreach to a local clinical support specialist for potential device reset and further support. Investigation of this case revealed user technique issues related to use of meal announcements for correction and overcorrection of lows, with the algorithm responding as designed while learning insulin needs. It was concluded that the event was related to user management practices, with device performance consistent with expected algorithm behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.